Event description:
It was reported that the cassette was not connected. During physical inspection, it was found that there was a defective downstream occlusion sensor. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a defective (dso) downstream occlusion sensor. Review of the event history log (ehl) showed a cassette not attached properly. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective (dso) downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.